Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used the ipg in approximately six years. As such, the ipg was inoperable. The patient desired an explant of the scs system. The patient also stated being placed in a medically induced coma due to unrelated seizures, and during that time the patient may have received an MRI for his non-MRI conditional scs system. Surgical intervention may be undertaken to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg.

Event description:
Follow-up identified effective stimulation was restored following the procedure.